Event description:
Customer reported she has experienced hyperglycemia intermittently for 2 months and believes the infusion device is not delivering insulin correctly. She went to the emergency room on (B)(6) 2015 due to hyperglycemia in the 200-400 mg/dl range. She had been "constantly bolusing" for hyperglycemia; therefore, she was only treated with fluids via IV and released later the same day. She has gotten repeated e4 occlusion errors and reported her infusion set detached from her skin on the day of the adverse event. The alleged product was replaced and requested for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.